Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient in clinic for follow up, device intermittent ventricular undersensing and auto mode switch was observed. Upon device interrogation, non-sustained rv oversensing was observed from prior sessions. It was suspected that oversensing was due to pseudo-pseudo fusion due to atrial fibrillation suppression and r-wave was not being sensed appropriately. Upon review of auto mode switch episodes, atrial pacing was observed. Programming changes were made. Patient was stable throughout device interrogation and will continue to be monitored.

Event description:
New information received. Asymptomatic patient presented in clinic for routine follow up. Inappropriate auto mode episodes due to competitive atrial pacing was observed. Programming changes were made. Patient will continue to be monitored.